Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient's pump was re-sutured in the pocket. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.